Event description:
It was reported that three days post implant the patient had intermittent diaphragmatic stimulation causing a "jumping" sensation in the patient's left chest. The left ventricular lead vector was reprogrammed and no further stimulation was noted. The lead remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.